Event description:
"Legal case ¿ USA patient ID: + left knee it was reported via legal documentation that approximately 58 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, joint swelling, stiffness, tissue damage, loosening, osteolysis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
B4: corrected.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10 concomitants: patella three peg 38 mm (200-02-38, (B)(6), femoral logic ps cem sz 4 (02-010-01-0340, (B)(6), tray tibia logic cem sz 4f/4t (02-012-41-4040, (B)(6), insert tibia logic psc 4 13 mm (02-012-44-4013, (B)(6).

Event description:
Legal case: (B)(4). Refer to (B)(4). Summary of original description as reported: as reported via legal documentation, this patient was initially implanted on (B)(6) 2015 with an unspecified optetrak logic device. The device was explanted on (B)(6) 2019, approximately 4 years 9 months after their initial procedure due to joint pain, joint swelling and stiffness, tissue damage, loosening, and osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. No device return anticipated due to this being a legal case. Ebi initial surgery not found. Historical record & smartsolve searched for sn/patient name with no results. No further information. Updated information received from legal 08/01/2023: as reported via legal documentation, this patient was initially implanted on (B)(6) 2015 due to arthritis. The device was explanted on (B)(6) 2019, approximately 4 years 9 months after their initial procedure due to joint pain. Revision op report postoperative diagnosis: aseptic loosening of the right total knee prosthesis femoral component. The surgeon noted that the femoral component demonstrated complete loss of fixation to the bone and was manually extracted from the joint. Inspection revealed an apparent debonding of the femoral component at the cement/component interface. Further inspection of the femur revealed extensive pseudomembrane formation over the entire cement mantle. Extensive bone loss was noted in various areas of the femoral condyles but most pronounced in the posterior condyles both medially and laterally. The patella was also inspected and demonstrated minimal wear and no evidence of gross loosening. Findings: gross loosening of femoral component with aggressive inflammatory response and erosion of femoral condyles. Impingement wear of post on tibial polyethylene insert. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
It was reported via legal documentation that approximately 58 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of implant, implant pain, inflammation, osteolysis, swelling/edema, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.